Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports unit failed air flow accuracy test. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 12mar2019. Customer reports air flow accuracy test failed at 120 liters per minute (lpm) and 230 lpm. Philips technical support recommended customer replace air/oxygen flow sensor assembly and provided customer service manual revision j & sb 86600200. Customer reports the problem was resolved by replacing the flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.